Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 182 mg/dl. The customer stated that insulin was squirted out during manual prime. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.